Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states the wheel lock hardware is falling out of the unit on the right side.